Event description:
It was reported that a few days post routine generator replacement, the short ventricular intervals began to rise erratically with variable impedance trends. A lead integrity alert (lia) triggered on the right ventricular (rv) lead for short ventricular intervals and non-sustained ventricular tachycardia episodes. It was noted noise was producible when the patient moved their arm. A connection issue was suspected. The patient was brought in for a revision. The pocket was opened and the lead and header were tested and reconnected. There was no noise or issues observed. Approximately two weeks later the patient reported to the clinic with a lia and noise again. The physician determined this is more likely a lead issue than connection issue. The device and lead remain in uns. No patient complications have been reported as a result of this event. It was further reported that the rv lead was later capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt- d implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few days post routine generator replacement, the short ventricular intervals began to rise erratically with variable impedance trends. A lead integrity alert (lia) triggered on the right ventricular (rv) lead for short ventricular intervals and non-sustained ventricular tachycardia episodes. It was noted noise was producible when the patient moved their arm. A connection issue was suspected. The patient was brought in for a revision. The pocket was opened and the lead and header were tested and reconnected. There was no noise or issues observed. Approximately two weeks later the patient reported to the clinic with a lia and noise again. The physician determined this is more likely a lead issue than connection issue. The device and lead remain in uns. No patient complications have been reported as a result of this event.